Manufacturer narrative:
On 22 dec 2017 the medical affairs director made the following analysis: insert revision in tka 10 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 02 january 2018: (B)(4).

Event description:
The patient came in complaining of instability. The cause of instability is unknown. The surgeon revised the liner from a 12 mm to a 17 mm. The surgery was completed successfully.